Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis found that the lower case and side bail covers were broken, the battery release, ring cover, heart block and lead flex cover were contaminated and the ring was bent.

Event description:
The external pulse generator was returned to the company service department in accordance with the field advisory and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.